Event description:
See initial report.

Manufacturer narrative:
H11: based on the collected information, despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in france. Through follow-up communication livanova learned the following findings: the device is cleaned regularly as per the instruction for use. The hospital does not use reusable blankets. H2o2 is checked daily. When the device is not used, it is stored drained. H2o2 is added when the water in the tanks is changed (each 7 days). Prior to initial operation and prior to storing the heater-cooler, are the surfaces and water circuits are disinfected. 3t aerosol collection set is replaced after allowed use period (7 days). The hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler is replaced each year. The device is placed inside of the operation theatre during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.